Manufacturer narrative:
Age or date of birth - unknown. Information was not provided. Date of event: 2014- best estimate date. Actual date of onset was not provided. Currently, lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: manufacture date: 12/04/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient reported experiencing symptoms of blurred vision, dysphotopsia as halos, pain in the eye, pressure and headaches, following the implant of intraocular lens (iol) into their right eye. Patient noted that while watching tv, vision is blurred around the picture. Patient explained vision is not better but worse, compared to cataract vision, cataract vision was better by 50%. Also, patient explained headaches were possibly due to vision being out of focus. Patient is scheduled to have lens explanted on (B)(6) 2014. No further information has been provided.